Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm npvc experienced leakage during use. The following information was provided by the initial reporter: the child was admitted to hospital on (B)(6) 2019 due to "cough for more than 1 month." Relevant examinations were completed and preliminary diagnosis was made: 1. Bronchitis; (B)(6) the nursing staff gave the infusions to the children and used the closed venous indwelling needle. When the leakage of the closed venous indwelling needle was found during the infusions, a new closed venous indwelling needle was immediately replaced to give the infusions to the children, and the process was smooth.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to leakage as all retention samples met specifications. A device history review was conducted for lot number: 9050871. Our records show that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm npvc experienced leakage during use. The following information was provided by the initial reporter: the child was admitted to hospital on (B)(6) 2019.23 due to "cough for more than 1 month". Relevant examinations were completed and preliminary diagnosis was made: 1. Bronchitis; on (B)(6) 2019 the nursing staff gave the infusions to the children and used the closed venous indwelling needle. When the leakage of the closed venous indwelling needle was found during the infusions, a new closed venous indwelling needle was immediately replaced to give the infusions to the children, and the process was smooth.